Event description:
It was reported that the customer was hospitalized for high bgs. The customer had a kink in the tubing, but the pump never alarmed. The contact stated that pt does not have the pump for testing. In addition, the family member called back to inform that the customer is back on the pump and their bgs were down. The customer had a slight cold. A day later, the contact called again to test the device. Troubleshooting was performed and the insulin did not exit. The set was changed and the insulin exited. The pump did not pass the high pressure test. A replacement pump was requested. Instructed the customer to call the help line if further assistance is needed.